Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, during the procedure the patient received three zenith alpha¿ thoracic endovascular graft proximal components (ztap 20 105, ztap 22 105, ztap 24 105). The proximal zone of stent graft implantation was 3 using the ishimaru zone classification scale. The aorta was accessed percutaneous through the right femoral artery. The devices were deployed successfully, without difficulty . Left subclavian artery was not covered by the stent. No additional procedure was performed during the implantation of the stent graft. No reportable adverse events were observed during the procedure and no endoleaks or evidence of collapse of proximal component was reported at the end of the procedure. On (B)(6) 2016, (two days post-procedure), a follow-up CT was performed. At that point, no imaging abnormalities were observed. There was no evidence of endoleak, stent migration, or collapse of proximal component reported. On (B)(6) 2016 (36 days post-procedure), the site reported the onset of a thrombus present inside thoracic stent graft (date of site first knowledge (B)(6) 2016). No information has been provided regarding how the thrombus was discovered or symptoms the patient experienced. A thrombectomy was performed and the event was considered resolved on (B)(6) 2016. Patient outcome: patient remains in the study. No additional information has been received.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 25jul2021: on (B)(6) 2017 (376 days post-procedure), the patient had a CT scan performed. The maximum aneurysm diameter was 20 mm. The total length of covered aorta was 147 mm. No technical observations/imaging abnormalities was observed on this imaging exam. On (B)(6) 2018. (580 days post-procedure), the patient had a CT scan performed. The maximum aneurysm diameter was 20 mm. The total length of covered aorta was 131 mm. No technical observations/imaging abnormalities was observed on this imaging exam. On (B)(6) 2019 (933 days post-procedure), the patient had a CT scan performed. The maximum aneurysm diameter was 23 mm. The total length of covered aorta was 140 mm. No technical observations/imaging abnormalities was observed on this imaging exam. On (B)(6) 2019 (1391 days post-procedure), the patient had a CT scan performed. The maximum aneurysm diameter was 23 mm. The total length of covered aorta was 140 mm. No technical observations/imaging abnormalities was observed on this imaging exam. The new event on (B)(6) 2020 (at least 1214 days post-procedure) the patient had a serious adverse event of embolism. The event was treated with medication. The site indicated that the event was related to the study device. Following comment was provided by the site: ¿a clot on the thoracic stent graft was found on the CT scan follow up.¿

Event description:
Additional information received on 25jul2021: a clot on the thoracic stent graft, which lead to a secondary intervention.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Added additional information in description of event. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: this complaint has been reopened in order to handle new information provided by the study site. The study site has informed cook that the patient experienced an embolic event and a thrombus in the thoracic stent graft , found on the CT scan follow up 3.5 years post-op ((B)(6) 2020), which required medical treatment. The new information substantiates the previous investigation previously submitted is still valid cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint was reopened since additional images (three CT scans at 6 month follow-up) were provided and an imaging review was performed. Image review shows there is also evidence of mild to moderate stenosis at the distal graft edge. This could be thrombus or, more likely, intimal hyperplasia at the stent edge. It cannot be determined if this is related to trauma at the time of repair, for example from balloon angioplasty beyond the graft, or related to the clinical performance of the device. The new information substantiates the previous investigation and the concern in relation to graft infolding from multiple component overlap. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Summary of investigational findings: based on the information provided as well as the imaging review it was possible to confirm the presence of intraluminal thrombus in the mid segment of the graft where all three components overlap. The components are each appropriately sized to the proximal, mid, and descending segments, respectively. However, because the mid to distal segment of the 24 mm component telescopes within two other smaller diameter components, where the native aorta measures only 18 mm in diameter, there is a significant amount of graft material here and likely some graft infolding of the 24 mm device at this level. This is likely the cause of the thrombus formation in this area of the graft. Internal actions were initiated to address this problem. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2016, during the procedure the patient received three zenith alpha¿ thoracic endovascular graft proximal components (ztap 20 105, ztap 22 105, ztap 24 105). The proximal zone of stent graft implantation was 3 using the ishimaru zone classification scale. The aorta was accessed percutaneous through the right femoral artery. The devices were deployed successfully, without difficulty . Left subclavian artery was not covered by the stent. No additional procedure was performed during the implantation of the stent graft. No reportable adverse events were observed during the procedure and no endoleaks or evidence of collapse of proximal component was reported at the end of the procedure. On (B)(6) 2016, (two days post-procedure), a follow-up CT was performed. At that point, no imaging abnormalities were observed. There was no evidence of endoleak, stent migration, or collapse of proximal component reported. On (B)(6) 2016 (36 days post-procedure), the site reported the onset of a thrombus present inside thoracic stent graft (date of site first knowledge (B)(6) 2016). No information has been provided regarding how the thrombus was discovered or symptoms the patient experienced. A thrombectomy was performed and the event was considered resolved on (B)(6) 2016. Additional information received 05apr2017: the site has provided additional information and new date regarding a secondary intervention. The patient was hospitalized at unknown site for a secondary intervention from (B)(6) 2016 to (B)(6) 2017. There the patient had a thrombectomy performed with the following reason given in edc comment field: ¿thrombus formation in the stent graft, lending to acute limb ischemia due to embolism of the thrombus¿. On (B)(6) 2017 (135 days post-procedure), the patient was hospitalized for a secondary intervention. There the patient had a 2nd thrombectomy performed with the following reason given in edc comment field: ¿thrombus formation in the stent graft lending to acute limb ischemia on the 2 legs due to embolism of the thrombus¿ (date of site first knowledge (B)(6) 2017.) Patient outcome: patient remains in the study. No additional information has been received.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09jun2017: on (B)(6) 2017 (196 days post-procedure), a serious adverse event with secondary intervention was reported. The site has reported presence of partial stent graft thrombosis. It was reported as related to both device and procedure. The treatment was a new tevar with placement of a new stent graft within the first one. This happened on (B)(6) 2017 (201 days post-procedure). No further information has been noted.